Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, missing endcap sticker and cracked case near display window corners noted during visual inspection. No button response due to flattened dome switch on act button. Analysis was unable to confirm iop test failure at 10:01 am alarms due to keypad anomaly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had iop test failure at 10:01 am alarm and keypad anomaly. The blood glucose at the time of the incident was 213 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.